Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump's usb port was damaged, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. As well, as that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. There was no adverse impact to customer's blood glucose. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.